Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s grandmother, edna parham reported via phone call the insulin pump alarmed compromised forced sensor and had a prime rewind error. The customer¿s blood glucose level was 136 mg/dl. The customer received the compromised forced sensor alarm while trying to prime the tubing. The customer was trying to replace the reservoir does the fill tubing and is unable to exit the prime rewind the customer stated that the drive support cap was normal recessed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor . Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Pump received with minor scratched display window and cracked reservoir tube lip.